Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was torn over up and down buttons and exposed the key contacts. All keypad buttons responded appropriately. Evaluation revealed that there was contamination found under all key contacts. Leaks penetrated to the pump through the keypad cover damaged/torn. The pump was opened and moisture was found inside the pump and intense deterioration. Entire display lens surface terrible scratched and display lens cracked around the edges are observed. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all the key contacts. This report is made based on results of investigation completed on (B)(4) 2013.